Event description:
It was reported that the patient experienced a nocturnal low blood glucose of 54 mg/dL while using the iLet with a Dexcom G6 continuous glucose monitor (CGM) after announcing dinner approximately 30 minutes late relative to meal completion, which likely resulted in insulin stacking following iLet dosing to correct postprandial glucose. No reported clinical manifestations of hypoglycemia reported. Outcomes included recovery of glucose after oral carbohydrate intake without need for medical intervention or hospitalization. Investigation included troubleshooting and education regarding proper timing of meal announcements and treatment of hypoglycemia with oral glucose. Investigation of this case revealed that the device functioned as designed and that a late meal announcement was the likely contributor to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that user-related timing of the meal announcement was the most probable cause.